Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the set up mode. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient reported the alleged issue began on (B)(6) 2011 between 3:10pm and 3:20pm. As part of the patient's diabetes regimen, the patient stated she is on humalog insulin (sliding scale 4x daily) and lantus insulin (8 units before bedtime). Within 10-15 minutes after the alleged issue began, the patient clarified and confirmed that she was not thinking clearly and was perspiring. In response to her symptoms, the patient stated she treated herself by drinking 1 glass of pure grape juice. At the time of the alleged issue, the patient confirmed no other blood glucose device was used. At the time of troubleshooting, the cca verified this was not the first time the subject meter had been used, there was no misuse of the meter, and the alleged issue did occur after removing or replacing the battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.